Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of drip chamber separation could not be verified due to the product not being returned for failure investigation. Device history record review for model 42493e lot numbers (10)24049386, (10)24059406, (10)24049429, (10)24049386, (10)24059407 was performed. There were no quality notifications issued for the failure mode for any of the potential lots reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris smartsite gravity set was separated the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. A patient that had bd tubing, ref# (B)(4), was bleeding because the luer-lock end had become detached from the tubing.